Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical product(s): dvfb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they feel like sometimes when they move they get little shocks. They get little light electric modes. The patient stated they are scared because they have been shocked before and they do not want that again. The patient also noted that they are hearing beeping. It was then later reported that the right ventricular (rv) lead had a confirmed fracture, high impedance, noise, high rate non-sustained episodes, and short v-v intervals. It was noted that pushing on the suture sleeve of the device produced noise on the rvtip to rv ring egm while it was connected to the analyzer. The implantable cardioverter defibrillator (ICD) was replaced and prior to closing the pocket for the new ICD there was noise and impedance jumps seen via the programming session of the new ICD. The implanting physician will have a discussion about having the lead removed and replaced at a later date. Therefore, the detections and patient alerts were left off on the new ICD until the lead can be replace. The rv lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information further reported that it was determined at the end of the case that this was only a right ventricular (rv) lead issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead has now been explanted and replaced.